Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d284trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 4058m implantable pacing lead, implanted: (B)(6) 1996; 4195 implantable pacing lead, implanted: (B)(6) 2008; 0144 competitor implantable tachy lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient's device pocket and blood were infected. The entire system was removed and replaced. While removing the left ventricular (lv) lead the patient went into ventricular tachycardia. The rhythm was successfully cardioverted to normal sinus rhythm. No further patient complications have been reported as a result of this event.